Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a starclose se device with a 6f sheath after a peripheral interventional procedure. Reportedly, the clip did not fire. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for this lot. A query of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. Additionally, seven unused, representative starclose se devices with the same part and lot number as the complaint device were returned for evaluation. All unused devices passed visual and functional testing. A cause for the reported experience could not be determined based on the investigation findings from the tested sample. Based on a visual and functional inspection analysis of the returned devices, there is no indication of a product deficiency.